Event description:
It was reported to target that during the treatment of vasospasm at the anterior communicating artery, the ndsb was at the right carotid artery when its balloon separated from the catheter distal to the marker band. The physician performed angioplasty on the right and left carotid arteries. The patient is not doing well, but according to the physician is not product related.